Event description:
The external pulse generator was returned due to a damaged case and subsequently tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the lower case was broken and corroded. Analysis also found that the high rate cover, one case screw, the caution label, both bails and the ring were missing, that the upper case and both bail covers were broken, the battery drawer was contaminated, the battery drawer end cap and ring cover were damaged and the main printed circuit board and battery flex were corroded.